Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
It was reported that the pt complained about hearing background sound and disturbing noises straight after his first fitting in 2005. The background noises were present even in a silent environment. Attempts were made to solve the problem through fittings, but without success. All external parts have been exchanged, but this did not solve the problem either. A CT scan was carried out which showed that all the electrodes were not fully inserted, only half of them were in the cochlear. Testing has not shown any malfunction of the device. The pt was re-implanted in 2007.